Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call retainer ring anomaly on the insulin pump. Customer¿s blood glucose level was 6 mmol/l. Troubleshooting for the retainer ring anomaly was performed. Customer advised the retainer ring on top of the reservoir came loose. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.